Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. The customer will continue to use their current pump as backup therapy while cts sends a replacement pump and provides instructions for returning the problematic pump within 10 days.